Event description:
The technician alleged the brakes are not holding while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake mechanism assembly, brake steer caster and brake caster to resolve the issue.